Manufacturer narrative:
Continued phone number(s) & additional email address (e.1): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture diagnosed via MRI. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported rupture diagnosed via MRI. Device has been explanted and replaced with non-abbvie product. This record relates to the left side.